Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device inspection by olympus service operation repair center (sorc) confirmed followings; -the reported event was reproduced. Due to high-brightness motor failure, all the lamps on the front flashed. -due to the failure of the turret motor, the movement of the turret was dull. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. When this device detects a turret error, it is designed to notify by blinking the led on the front panel. Therefore, olympus medical systems corp. (Omsc) assumed that the reported event was caused by the turret unit failure. This failure may have been caused by aged deterioration due to long-term use. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was sent to the olympus service operation repair center (sorc) for inspection. The device is currently being inspected. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that all the lights on the front panel flashed. There was no report of patient injury associated with this event.